Event description:
It was reported that a spectrum iq pump had a "slow rate issue" during normal saline treatment. There were 100ml remaining in the bag when the infusion was complete (rate 999/hr and volume 1000cc). This occurred in the infusion center unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.